Event description:
It was reported that during a stent placement procedure via left arm, the stent graft allegedly partially deployed. It was further reported that after removing the stent, the breakage of the thread was allegedly noted and the brown catheter proximal part was torn apart from the distal part. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device sample was not returned for evaluation. However, four photos of the device in the operation theatre were provided. On evaluation of the photos, breakage of the brown proximal sheath (diving sheath), as well a partially deployed coved stent is partially deployed could be confirmed. Based on the images, it cannot be determined if the slide block is disconnected from the proximal sheath. Therefore, the investigation is confirmed for the reported issues. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used". With regards to preparation and accessories, the instruction for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated", "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until the saline exits the tip of the system" and "0.035 inch guidewire of appropriate length (¿), introducer sheath with appropriate inner diameter" should be used; the packaging pictogram indicates the use of an 8f introducer. Holding and handling of the system throughout deployment was found sufficiently described. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: d4 (expiry date: 10/2023). H11: g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via left arm, the stent graft allegedly partially deployed. It was further reported that after removing the stent, the breakage of the thread was allegedly noted and the brown catheter proximal part was torn apart from the distal part. The procedure was completed using another device. There was no reported patient injury.